Event description:
After the physician connected hub to cypher (crb13250) stent with indeflator and dilated a little bit, a leak or break was found at hub of catheter. There were no adverse consequences to the pt. The event occurred when the device was inside of the pt during balloon inflation. After the physician inflated the cypher, bubbles of contrast occurred at the hub. There were no anomalies noted when the device was removed from the package. The device was not resterilized. The device was not pulled from the packaging by the hub. The device was prepped according to the IFU. There were no problems experienced flushing the device. There were no problems encountered connecting the hub to the indeflator. An abbott indeflator was used for the procedure. The balloon did inflate; however, the device was withdrawn and another device used.

Manufacturer narrative:
Additional info will be provided within 30 days of receipt. This product is available; however, it has not been received for analysis.